Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that power line fuses had blown. The fuses were replaced and the issue was resolved. The blown fuses have not been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system powered off unexpectedly and would not power back on. The line power light was reportedly not illuminated. Multiple power outlets were used with no resolution. There was no patient present when this issue was identified.